Event description:
Follow up to previously reported event spontaneous. Rph (B)(6), requesting information on pt's IV treprostinil dosing; provided most recent dosing info. Rph states pt was seen after their cadd legacy pump (serial number unknown) was off for about 4 hours(previously reported), reporting shortness of breath. Pt is being admitted and observed while the pump reaches most recent dose. No further questions/concerns. Pharmacy will notify md. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Yes; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by health professional.